Event description:
It was reported that during an endoscopic procedure, the pt reportedly jumped (twitched) and received a shock at the ground pad (dispersive electrode) application site. There were no visible signs of a burn on the pt's skin but a brown discolored area about 1/4" in diameter was noted in the gel portion of the ground pad in the approximate area where the shock was report.